Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was able to reproduce the event. Tip clamp sleeve and spring is stuck in the up position in the reported problem area of the pipette assembly. Fse replaced plunger clamp, tip clamp sleeve and spring. The instrument was inspected, tested without further problem, and returned to service.